Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported high scanned values while wearing the adc freestyle libre sensor. The customer reported that on (B)(6) 2020, the customer received an unspecified high value on their sensor. Based on the sensor reading, the customer self-treated with an unspecified dose of insulin and then experienced symptoms described as ¿loss of sense, too much dizziness¿ and unspecified hypoglycemic symptoms. The customer was unable to treat themselves and had contact with a healthcare provider who diagnosed the customer with hypoglycemia and was treated with glucose serum. There was no report of death or permanent injury associated with this event.